Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with "low battery all the time though connected". This condition had the potential to interrupt delivery. This condition was found in the pediatrics department. This event occurred during programming/setup. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump with "low battery all the time though connected" was confirmed and reproduced by baxter personnel. The root cause of this condition was determined to be a defective main battery. The main battery was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.